Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient later reported rippling and wrinkling of skin. The device has been explanted.

Event description:
Patient reported "right side feels bent under when flexing¿ and "right side implant feels like it is not setting properly on chest wall, not sitting right and when patient flexes their pectoral muscle causes implant to engage". Later, healthcare professional reported capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.